Manufacturer narrative:
Vi: based on the image, the details provided in the complaint description, and the inspection of the returned device, it is clear that the threaded portion of the terminal fractured in proximity to the thread relief groove. This instrument design has since been optimized by removing the thread relief groove, thereby increasing the mechanical strength of the terminal component. The instrument involved in this complaint was manufactured prior to the implementation of this design enhancement. Fu1: device returned and visual inspection.

Event description:
During hip surgery, the impactor terminal broke inside the cup during impaction. The breakage was not noticed and the surgeon proceeded with the positioning of the liner but the liner could not be coupled with the cup. While trying to seating the liner the surgeon noticed the broken impactor terminal inside the cup, removed it and was able to place the liner correctly. Surgery was completed successfully with 30 minutes of delay.

Manufacturer narrative:
Batch review performed on 12 august 2025: lot 1212359a: (B)(4) items manufactured and released on 27-sep-2019. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Preliminary investigation performed by r&d project manager: based on the image and the details provided in the complaint description, the threaded portion of the terminal appears to be fractured in proximity to the thread relief groove. Root cause: although there could be several contributing factors, the design parameters of the version utilized may not have been fully optimized with respect to all conditions of use.